Event description:
Customer reported the dpm central station repeatedly shut down, which may have resulted in a loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representative identified an issue with the facilities' power supply outlet. System was returned to use using a temporary power supply outlet.